Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the system message prompted the staff to change the cassette" (device displays error message). The customer reported that during posterior vitrectomy, a system message displayed. The system message prompted the staff to change the cassette. The staff tried to change the cassette, but was unsuccessful. The surgeon was at the end of the procedure and used another system to complete an anterior vitrectomy. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system. The receiver module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).